Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor also, unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump was received with normal operating currents and passed a21 error test and self-test. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube thread and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 375 mg/dl. The insulin pump's alarm history contained a motor position encoder error alarm and more than one motor error alarms within the last 30 days. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.